Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: bb history showed multiple por events had occurred. The battery compartment was cracked above and below the bumper pad. Moisture corrosion was observed inside the battery compartment. Returned battery cap was used complete the investigation. Returned battery cap was fully secured to the pump and was able to maintain an electrical connection with the pump. Returned battery cap contact height and width measurements were within required specifications. Battery cap was unscrewed 1/2 a turn with no power interruptions occurring. The pump was exercised for 24 hours on a 1u/hour basal rate with no power interruptions occurring. A leak test was performed and a battery compartment leak was confirmed. The pump case was removed and no evidence of moisture corrosion or intermittent conditions was found to the power circuit. Unable to duplicate intermittent power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.